Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) used 31gx8mm bd pen needle without a cover or tear drop label attached. Customer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to expel properly. Since no evidence of manufacturing defect was observed, the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that a pen needle clog occurred at an unspecified time with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported the needle was blocked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pen needle clog occurred at an unspecified time with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported the needle was blocked."